Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Device evaluation: one device was received. Per visual inspection, degraded front water tank cover, o-rings, missing 2 bottom feet, out of calibration, liquid crystal display (lcd) displays offset with temperature. Lcd displays wrong temperature, display wrong/out of calibration with measured temperature. The lcd works well as design specification. The complaint was verified by visual inspection. The most probable cause is the lcd was out of calibration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Calibrated/adjusted lcd to display correct/true measured temperature. Calibration and performed preventative maintenance (pm). Replaced front water tank, o-rings, feet. The device passed all functional tests after the repair.

Event description:
It was reported that the display is not working. Patient involvement unknown.